Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the second implant, t2, did not deploy from the insertion needle. It was noted that t1 was not removed but this is pending confirmation from the local s&n qara personnel. No injuries or further complications were noted as a result.